Event description:
Reporter stated that the surgeon was advancing the silicone three piece intraocular lens model aq2003v diopter 24.5 in aq cartridge fp and the haptic broke off. There was no patient contact or injury.